Event description:
During a superficial femoral pta treatment procedure, an increase of volume at the tip of the v-18 guidewire was observed. The physician was unable to extract the guidewire out of the cordis savy (6x40x120) balloon and the coating of the guidewire detached/peeled off. The guidewire and balloon were removed together as a unit. No pt injuries or complications were reported. Additional info was requested regarding this event, but is not available.